Manufacturer narrative:
Unable to review product as it wasn't returned. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. Root cause was determined to be due to user error as it was incorrectly struck. The persona surgical technique (97-5026-001-00 rev. 11, page 34, technique tip 11.c), instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured during a knee arthroplasty after being struck by a mallet. No further information is available at this time.